Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the blue metaglene holder would not secure metaglene guide. Appears bent.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: functional evaluation of the returned device was unable to replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.